Manufacturer narrative:
The returned device was visually inspected upon arrival. A mechanically damaged housing was observed, possibly due to external mechanical stress. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. Also, the housing cap was broken and missing; according to the supplier, this issue could be related to the amount of glue applied to the battery cap during manufacturing process. This is a combined initial and final report.

Event description:
A returned dacapo power pack showed a broken housing with electrolyte leakage. No user's contact to battery chemistry nor injuries have been reported.